Event description:
The rotator broke during use. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device was returned for eval. The lot number was not provided and could not be determined for returned device. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. Similar devices underwent various testing protocols to determine root cause(s). The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken.